Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. Unable to verify alarm anomaly and blank display due to cracked and bleeding lcd noted. (B)(4).

Event description:
The customer reported via phone call that the customer was unable to read the display. The right side of the insulin pump had a purple hue and the customer could not read the display. Customer's blood glucose level was 108 mg/dl. The display was cracked. The insulin pump had a blank display. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.